Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
9833234 - related manufacturing report number: 2017865-2021-39418, cau294330 - related manufacturing report number: 2017865-2021-39419. It was reported that a blood test revealed that a patient had endocarditis. The physician elected to explant the implantable cardioverter defibrillator (ICD), atrial lead, and right ventricular (rv) lead. The patient condition was stable post procedure.